Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2016: tandem technical support followed up with the customer. The customer could not recall specifics on the incorrect bg that were entered in the pump or recall if a bolus was delivered based on the bg entry.

Event description:
It was reported that the customer contacted tandem technical support in requesting to remove an incorrect blood glucose value that was entered in the pump. During troubleshooting with tandem technical support (cts), cts advised that once bg values are entered and confirmed there is not a way to remove the entry. There was no reported impact to the customer's blood glucose level.